Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the event. Therapy was not ongoing. It was reported that the peritonitis was manifested by stomach pain and vomiting. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event (dose, route, and frequency unknown). It was reported that after seven weeks the patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) - occurrence date was reported to be an unknown date at the end of (B)(6) 20134a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.